Manufacturer narrative:
Initial and final MDR 1918390- MDR 3003442380-2024- 15309- device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced four event of infusion set fell off during use. The infusion set had been in use for 1-2 days of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.